Manufacturer narrative:
The investigation has been reopened due to receiving additional information. Depuy will notify the FDA when the investigation is complete.

Event description:
Clinical report states pain when squeaking. Update 10/26/2012-additional radiographic review recieved. Update rec'd 06/03/2014 - clinical report states patient continues to have squeaking and grinding that is being treated with percocet, but there has still been no revision. A video clip of the patient demonstrating the squeaking during movement was provided and has been attached. There is no new information that would affect the MDR decision. Update received 7/16/14. Clinical report received. There is no additional information that would affect the MDR decision. Update received 12/12/14. Clinical report received. There is no additional information that would affect the MDR decision. Update 11/10/15. Patient was revised to address pain and squeaking. Update 11/10/2015 clinical report states patient was revised to address pain. Update rec'd 12/03/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records the patient's pain began after falling several times. At this time there is no new information that would change the existing MDR decision. Update received 12/15/15. An additional clinical report was received. Report states that patient was experiencing pain and stiffness. Complaint has been updated with the additional harm.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Visual examination of the returned devices finds nothing outward to suggest product problem. The patient is considered obese. It is stated in the ceramic essential product information "do not implant in obese patients because overloading the component may lead to fracture or loss of fixation". A search of the complaints databases identified no other similar or related reports against the product/lot code combinations. Medical records were reviewed. It was reported the patient fell several times. Previous review of provided x-rays finds a one mm interface gaps in zones 1, 2, 3 in jan 2010 as well as an anteverted cup. The investigation can draw no conclusions with the information provided. Product problem has not been identified. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and squeaking. Update 11/10/2015 clinical report states patient was revised to address pain.

Manufacturer narrative:
Visual examination of the returned devices finds nothing outward to suggest product problem. The patient is considered obese. It is stated in the ceramic essential product information "do not implant in obese patients because overloading the component may lead to fracture or loss of fixation." A search of the complaints databases identified no other similar or related reports against the product/lot code combinations. Medical records were reviewed. It was reported the patient fell several times. Previous review of provided x-rays finds a one mm interface gaps in zones 1, 2, 3 in jan 2010 as well as an anteverted cup. The investigation can draw no conclusions with the information provided. Product problem has not been identified. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 12/03/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records the patient's pain began after falling several times. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: 12/17/2015. Update received 12/15/15. An additional clinical report was received. Report states that patient was experiencing pain and stiffness. Complaint has been updated with the additional harm.